Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) determined that the battery had reduced capacity due to overdischarge. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, lot# va0pj8t016, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, lot# va0pj8t015, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 97791, serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient¿s spinal cord stimulator (scs) was non-functioning/failed. The system was explanted on (B)(6) 2017. After the device was removed the patient recovered without sequela. The ins two leads and bumpy anchors were returned for analysis on (B)(6) 2018. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.